Event description:
It was reported that the patient complained stating that the device battery did not last very long. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. <(> <<)>end>. Concomitant products: 419688 implantable pacing lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2008; 694765 implantable tachy lead (B)(6) 2008. (B)(4).